Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 500 mg/dl. Customer current blood glucose level was 187mg/dl. Customer stated that the insulin pump received replace battery alarm as well as power error detected. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No delivery alarm or occlusion during therapy not confirmed. Unexpected battery power loss not confirmed. (B)(4).